Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer. It was confirmed that the customer did not perform the instrument maintenance properly. The failure mode is a hardware malfunction caused by use error. The fse changed the ise reference solution, cleaned the ise tubing and replaced pump tubing to resolve the issue. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(6).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results and low quality control (qc) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.